Event description:
It was reported that the user experienced repeated episodes of low blood glucose while using the ilet system, including a documented glucose of 52 mg/dl. The user treated lows with oral glucose and pursued troubleshooting and education without resolution and requested a device return. Symptoms included hypoglycemia with dizziness, nausea, and tingling in the fingers. Outcomes included the need for self-treatment with oral glucose; there was no medical intervention or hospitalization. Investigation included review of complaint details and user-reported performance, with internal follow-up by the field team. Investigation of this case revealed an unclear cause of hypoglycemia with no confirmed device malfunction identified from available information. It was concluded that the event involved hypoglycemia of undetermined cause and that the user elected to discontinue use.